Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported exposure to thermal energy or smoking issue. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that while charging the personal diabetes manager (pdm) the patient noticed smoke coming out the pdm, indicating the pdm has been exposed to thermal energy. A new pdm has been sent to the patient.